Event description:
System was implanted and during implant there was an issue with an artery. There was a hypoxic episode lasting at least 10 minutes. The patient had to be rushed to emergency surgery and the system was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed at 15.5 cm distal to the is-1 connector pin a damaged suture sleeve, a ligature mark, a deformed conductor coil and a cut into the insulation. These damages most likely occurred during the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.